Manufacturer narrative:
(B)(4).

Event description:
It was reported that suture break occurred. The target location was located in the abdomen. A 12 fr. Flexima¿ apdl was selected for use. During preparation, it was noted that the color of the suture was clear yellow and when the pigtail was pulled from the drain, it was noted that the suture snapped. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.